Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The customer performed cleaning actions, including cleaning the probes. The issue was not resolved. On (B)(6) 2026, calibrators and reagents were replaced. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues for hba1c on a cobas c 513 analyzer between 24-(B)(6) 2026. The customer repeated 11 patient samples from that time, and the hba1c results for 1 patient sample were discrepant. The initial result was 6%. The repeat result was 5.5%.